Event description:
It was reported that the patient's device was reprogrammed and it "speeded up" their heart. The patient continues to feel the increased heart rate. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the patient has not been seen by the physician. Records indicate the device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.